Event description:
Reporter stated that patient obtained back-to-back results of 12 mg/dl and 76 mg/dl on the accu-chek go system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Same case as MFR#: 2134265-2010-01611. It was reported that during a percutaneous coronary intervention procedure, catheter perforation, removal difficulties and a vessel dissection occurred. Access was obtained through the femoral artery. The 18x2.75mm, de novo, chronic total occlusion target lesion was located in the non-tortuous and moderately calcified distal right coronary artery (rca). An 0.014¿ pt graphix guide wire was advanced to the lesion and an unspecified 2.0 x 20mm balloon was used to treat the very narrow part of the lesion. Next, a 2.0x20mm apex balloon catheter was advanced to the mid-distal rca. The pt graphix was pulled out into the balloon shaft area and in the attempt to re-establish a distal wire location. However, the guidewire perforated from the inner lumen into the apex balloon catheter and got stuck. The devices were removed as a unit. The vessel dissection was confirmed at this point. Per the nurse, the dissection occurred while advancing the 2.0x20mm apex balloon catheter to the mid-distal rca. A new wire and balloon catheter was used to complete the procedure successfully without any additional patient adverse events.